Event description:
The duett sealing device was deployed following a catheterization procedure. Not all 3 cc of procoagulant was delivered due to a shallow tissue tract. The duett was deployed at 8:30 am with active bleed and hematoma formation at 8:32 am. Manual compression was held for 15 mins, and the event was resolved by 8:50 am with no further complications reported. The pt was discharged that same day.